Event description:
It was reported that a patient implanted with an unspecified device underwent three related surgical procedures, for unspecified reason. No additional information was provided.

Manufacturer narrative:
Section b field b3: exact event date is unknown. Field b5: event description updated to reflect re-implant performed by dr. Willis and clarification that revisions were performed by a different physician. Section d d1, d2a, d2b: fields updated to reflect brand name, common device name and product code.

Event description:
It was reported by the physician that the patient underwent an inflatable penile prosthesis (ipp) re-implant procedure, which proved difficult due to patient anatomy. It was further noted that the patient had undergone some revisions for unspecified reason by a previous physician approximately three years go. No further information was provided.

Manufacturer narrative:
Section b field b5: event description updated to reflect re-implant of one cylinder performed by dr. (B)(6).

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) re-implant procedure, in which only one cylinder was implanted. The physician noted that the surgery proved difficult due to patient anatomy. It was also reported that the patient had undergone revisions for unspecified reasons by a previous physician approximately three years ago. No further information was provided and no patient complications were reported.